Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm approximately three months ago. The vessels were severely calcified and mildly tortuous. The aortic neck had 90 degree angulation and it was severely calcified. It was reported that the patient presented for a routine follow-up and the CT scan demonstrated a proximal I endoleak. The patient was treated several weeks ago with another manufacturer's stent and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak), (severely angulated and calcified aortic neck), (device was used in a patient with severely angulated and calcified aortic neck). Conclusions: (severely angulated and calcified aortic neck), (device was used in a patient with severely angulated and calcified aortic neck).